Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) performed an evaluation of a photograph of one device. Photo analysis showed the outside of jaws of the device. Further analysis could not be performed as device jaws could not be inspected under a microscope and magnification of photo did not result in any further observations. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. As a physical device was not received the device could not be evaluated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff during a laparoscopic hysterectomy procedure, the surgeon was throwing a stitch through the cuff when the needle snapped in half while passing through the tissue. Half of the needle fell into the patient cavity. A new suture was used to resolve the issue. The needle was removed from the patient. There was no patient injury.